Event description:
It was reported by service report that the customer alleged that the brake pedal would not stay engaged. Upon inspection of the unit by the service technician, it was identified that all pedals engaged correctly and the brakes were found to be working to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.